Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that the pump was repeatedly emitting occlusion alarms. The reporter was able to successfully air prime and air bolus without an alarm, however alleged that the motor sometimes seemed to be moving slower. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple occlusion alarms with high force on the event date. The pump rewind, load, and prime steps were completed with no alarms. The pump was exercised for (B)(4) hours with no duplicated occlusion alarms. The force sensor calibration reading was within specifications. The pump case was removed and no damage was observed to the force sensor circuit. The complaint was confirmed in the device history, however it was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.